Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle/stylet of a 22g x 0.75 in. Bd saf-t-intima¿ IV catheter safety system pulled through the safety shield after a nurse withdrew the needle from a patient's vein and the wire was dangling. There was no report of injury or medical intervention.